Event description:
It was reported that the pulse generator exhibited oversensing of noise on the ventricular channel due to a connector issue. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: analysis found normal device characteristics.